Event description:
Boston scientific (bsc) crm received info that three days post implant, the right ventricular (rv) lead displayed loss of capture (loc) and was attempted to be repositioned. During the repositioning, lead perforation was suspected. The rv lead was successfully repositioned. The right atrial (ra) lead was explanted and was attempted to be repositioned, however, was unsuccessful, the helix would not retract on the second placement attempt. A new non-bsc ra lead was successfully implanted. Device was programmed to maximum outputs and capture was confirmed prior to pocket closure. The pt was in critical condition throughout the case and required defibrillation six times for vf arrest.

Manufacturer narrative:
Not returned. The patient expired three days post revision procedure. The patient's status continued to decline post lead revision procedure, the patients ph level was reportedly 7.1 and intermittent capture of both leads was observed in the intensive care unit (ICU). As of today, the products have not been returned. If returned, or if additional info becomes available, this event will be updated.